Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 204mg/dl, 210mg/dl, 126mg/dl. Tests were done within 10 mins with a difference of 28%. Customer cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.